Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low r-wave amplitudes and as a result of the low r-waves undersensing of a ventricular rhythm was reported. The duration of undersensing was reported to be greater than 60 seconds. The patient had self-terminated the ventricular rhythm and no adverse patient effects were reported. This patient underwent a surgical procedure and this product was explanted and replaced. No additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.